Event description:
Philips received a complaint from customer biomed reporting a device restart on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and reported customer biomed confirmed error code 1101-ventilator restarted due to anomalies detected during operation in conjunction with code 3007 (software exception). Per the philips v60 service manual, if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Biomed was unable to duplicate error codes (1101 and 3007). The investigation concludes that no further action is required at this time.